Event description:
An emergency department nurse reported that a jelco® viavalve® safety IV catheter was difficult to thread forward, requiring two hands to get enough pressure for forward motion. This often results in "blowing the vein" and the "patient has to be stuck again". There was no patient injury associated with this occurrence.

Manufacturer narrative:
One unused sample was returned for evaluation. Visual inspection and force testing were performed and found the device to be acceptable per specifications. Based on the evidence, a root cause was unable to be determined. No fault was found with the device.